Event description:
It was reported that before an unknown procedure, it was found before use that there was a hole which was about 5 mm in length on the tyvek sheet. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Event description:
It was reported that the patient has expired after a implant duration of approximately 3.2 months, due to unknown reasons. It is unknown if the death was device related. No further details were provided.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. Patient also had another device implanted. A device history record review is in process. Two requests were made (via e-mail) for the device, operative report, and additional information; however, no additional information was provided, and no device was returned for evaluation.

Manufacturer narrative:
The device history record (DHR) review was completed, and there was no nonconformance found related to this event.